Manufacturer narrative:
Device evaluated summary: it was confirmed that the deformation of the thread of the handle screw. Root cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in microendoscopic discectomy (med) procedure. It was reported that intra-operatively, cable tightening wheel did not turn. Product came in contact with patient but there was no patient symptoms or complications reported as a result of this event.